Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had a reload set (rls) 201 alarm during therapy on the homechoice (hc) and the hp stated he disconnected a solution bag thinking it was the bag then reconnected a new bag but the hc was still alarming with the rls 201. The technical service representative (tsr) advised the hp he would need to start over with all new supplies. The tsr explained to the hp he cannot disconnect a line and then reconnect a line as the setup no longer sterile. The tsr assisted the hp to end the setup and the hp requested the tsr assist with the new setup. The tsr walked the hp through setting up the hc to priming and the alarm repeated with the new supplies. The tsr advised the hp would need to swap the hc and the hp would need to use manual supplies for that night. The tsr had the hp remove the pro card from the hc and would use to program the new hc. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.